Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed that universal surgical manipulator (usm) 2 encountered resistance at about 75 percent insertion. There were no related errors in the logs. The fse replaced usm 2 to resolve the issue. The system was tested and verified as ready for use. The usm2 unit involved with this complaint has been returned for evaluation. However, failure analysis has not completed their investigation. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to difficulties advancing the instrument on universal surgical manipulator (usm) 2. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer encountered difficulties advancing the instrument on universal surgical manipulator (usm) 2. The technical support engineer (tse) viewed the onsite logs and found no faults or messages for usm 2. The surgeon stated that the stapler instrument on usm 2 encountered resistance about 4 or 5 inches in during instrument advancement. The surgeon stated issue happened with a vessel sealer instrument as well. The staff had elected to convert the procedure to laparoscopic surgery prior to calling tech support. There was no troubleshooting performed. The site continued the procedure with no reported complications. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The following fields were updated: g6, h2, h3, h10/h11. Failure analysis investigation was unable to replicate the reported insertion friction issue. The unit was tested on an in-house system in normal mode and tried the following maryland bipolar forceps, fenestrated bipolar forceps, vessel sealer, and stapler 45 with no errors and minimal friction. The unit was also tested on the patient side cart fixture test platform (pftp) and passed the following tests: usm direction test, brake hold, sine cycle, friction very slow, friction speed low, and friction speed high. As a precaution the following will be replaced: linear rail, ball screw, and input gear.